Event description:
A caller reported a malfunction on a pump, identified by the malfunction code "malf 16." There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and instructed to call back if the malfunction code reappears. There was acknowledgment and understanding from the caller regarding these instructions.